Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the physician was not able to do spy because the scope never gave an image. Just the grey screen with multiple dots. The procedure was not completed due to this event. The patient was referred to another facility. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. The image was flickering, with blue/orange lines across the screen. Shortly after connection, the image disappeared to the "5 dots" screen. This was replicated by unplugging the device and reconnecting it to the controller. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The reported event was confirmed. During product analysis, it was found that the camera wire was damaged at the distal tip. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/ plastic optical fiber (pof) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. Based on all gathered information, the most probable root cause of this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the physician was not able to do spy because the scope never gave an image. Just the grey screen with multiple dots. The procedure was not completed due to this event. The patient was referred to another facility. There were no patient complications reported as a result of this event.